Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had an infection. The organism was identified as (B)(6). The patient was treated with antibiotics as the patient was not a good candidate for device extraction. The patient was later hospitalized as the infection was not resolved. Blood cultures were (B)(6) for (B)(6). The implantable pulse generator (ipg) system was explanted. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.